Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Low bg cause was not known. The customer was unresponsive, and received third party assistance from paramedics, who gave the customer a shot to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.